Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented in clinic for follow-up, the device was post-paced t-wave oversensing. Programming changes were recommended but not made since no further oversensing was observed. The patient condition was stable.